Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter and faradrive steerable sheath were selected for use. When navigating from the left sided pulmonary veins to the right sided pulmonary veins it was noticed that the slow flush on the farwave catheter had ceased. It was found that the flush port attachment had almost completely detached flush port tubing, and then detached completely with only a small amount of torsion applied. The farwave catheter was replaced to continue the procedure. Upon changing the catheter it was found that air was now entering the faradrive sheath via the hemostatic valve. It was believed that the valve became damaged during the exchange. The sheath was then replaced, and the procedure was completed. No patient complications were reported. The devices are is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the farawave was received for analysis. Visual inspection revealed that the flush line connector was detached from the catheter. With all the available information, boston scientific concludes the reported event of detached component was confirmed.

Event description:
It was reported that during a pulse field ablation procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter and faradrive steerable sheath were selected for use. When navigating from the left sided pulmonary veins to the right sided pulmonary veins it was noticed that the slow flush on the farwave catheter had ceased. It was found that the flush port attachment had almost completely detached flush port tubing, and then detached completely with only a small amount of torsion applied. The farwave catheter was replaced to continue the procedure. Upon changing the catheter it was found that air was now entering the faradrive sheath via the hemostatic valve. It was believed that the valve became damaged during the exchange. The sheath was then replaced, and the procedure was completed. No patient complications were reported. The devices are is expected to be returned for analysis.